Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor electrode was missing. The customer's blood glucose was unknown. The patient removed a sensor for sensor value unavailable. The patient removed a sensor because the filament was missing. The sensor will be returned for analysis.